Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device was not returned to the manufacturer as it was discarded by the hospital. No further device evaluation could be performed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action required at this time.

Event description:
It was reported that post angiojet, ivus was performed and moved the catheter to the confluence. The wire kinked distal to the rapid exchange access port and the tip sheared off the catheter. The tip was snared and removed from the patient. Another volcano product was used and the procedure was completed without any issues. Additional information from the customer stated that no damage was observed on the device during preparation. Resistance was felt when the wire kinked. The device was broken into 2 pieces however all portions of the catheter appeared to be accounted for when it was removed from the patient. The patient was discharged from the hospital as expected and there was no report of patient injury or adverse event.